Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported they the device was giving an error for a downstream occlusion. This occurred as soon as they attach the reservoir and turn the pump on. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 5. Reservoir volume: 230. Given: 0.1. Length of infusion: approximately 1 minute. Lock level: unknown. There was no cstd used to fill the cassette. The pump was not used to prime the extension tubing. These are the lot information involved and available on pump complaint:(B)(4). This product is not available for return. This event occurred at the patient's home and was operated by health professional. They do not have any additional information to provide. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.